Event description:
It was reported that stored egms revealed potential lead noise or far field oversensing. Noise could not be reproduced with isometrics, deep breaths, and pocket manipulation. No further information is available.